Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that she was entering the carbohydrates quantity and the numbers on the screen of the insulin pump started ramping on their own and received a button error alarm. Blood glucose level is 120 mg/dl. Nothing further reported.